Event description:
A discordant, falsely elevated potassium result was obtained on one patient sample on a dimension vista 1500 instrument. The initial result was not reported to the physician(s). The sample was rerun on the same instrument, and resulted very high. The sample was then rerun on an alternate instrument, and that result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse determined that the aliquot probe should be replaced. The fse replaced the aliquot probe, and performed probe alignments. A system check was then performed to verify the instrument functionality, and the check passed. The cause of the discordant, falsely elevated potassium results was a malfunction of the aliquot probe. The instrument is performing according to specifications. No further evaluation of the device is required.